Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8-9 atm's on the second inflation at the lesion site. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. After trans-radial access was obtained, the maverick2 monorail balloon was used to treat a 50% stenotic lesion in a slightly tortusous mid lad coronary artery. Patient status is reported as 'good'.